Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, during an in-office visit, with spontaneous right breast implant deflation. As a result, the patient underwent implant removal and replacement with a mentor gel implant on (B)(6) 2022.

Manufacturer narrative:
On march 3, 2022, mentor became aware that the patient's replacement devices were the following: (right) 700cc mentor memorygel breast implant catalog: 3507001bc, lot: 9631744, sn: (B)(6) and (left) 700cc mentor memorygel breast implant catalog: 3507001bc, lot: 9631744, sn: (B)(6). On march 10, 2022, the mentor failure analysis lab received the device for evaluation. On march 23, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was identified within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (5642293). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.